Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes and the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The ipg was placed close to the patient's rib and was causing discomfort when the patient sat down. The physician revised the ipg pocket on 09 mar 2020 to resolve the issue . Nothing was explanted or implanted.